Event description:
It was reported that the patient has been experiencing some generalized weakness (fatigue), which may indicate that the vns generator battery is running low. The patient has been referred for vns replacement surgery. Battery life calculation (blc) showed estimated 2 years until end of service. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the physician, the generalized weakness is suspected to be due to low vns battery. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was initially reported that per the physician, the patient was experiencing generalized weakness due to low vns battery, with no surgical intervention occurring to date. It was reported via implant card that patient had battery replacement due to prophylactic reasons. No other relevant information has been received to date. The explanted device has not been received to date.

Manufacturer narrative:
Describe event; corrected information;. Explant date; initial MDR inadvertently omitted information known prior to submission.